Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device cannot discharge. Available details indicate that the device cannot be discharged. The remote service engineer (rse) guided the customer to perform an operational test and defibrillation test in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).